Event description:
Unilateral breast implant infection after using inplant insertion funnel. Infection started about 2 weeks after her surgery and did not respond to antibiotics. I eventually had to remove the implant and infection resolved. FDA safety report ID# (B)(4).